Manufacturer narrative:
Failure event observed during analysis. Final analysis found two external insulation abrasions at 11.4 cm to 11.6 cm and 11.8 cm to 11.9 cm breaching the outer insulation and exposing the outer coil at the distal region of the lead. The cause of the external insulation abrasion was consistent with friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.